Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was 9.6 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test due to software error bad pointer alarm.